Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the analyzer printout, but was unable to reproduced error. Fse replaced the main board and reloaded the software backup. The customer recalibrated all assays and the analyzer was validated by successfully completing quality control run without errors and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: [5029] csum error (param) is generated when control parameter checksum error occurs. The operator is instructed to turn the power off and on again and check the parameters. If this problem reoccurs, contact the service department. The most probable cause of the reported event is due to faulty main board.

Event description:
A customer reported error message "5029 csum error (param) control parameter checksum" on the aia-360 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), luteinizing hormone (lhii) and prolactin (prl). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.